Event description:
A male patient was taken to the or for laparoscopic nissen fundoplication for gerd. The surgeon inserted the ethicon stapler device however, it did not fire. This was retried approximately two times before a second ethicon stapler device was brought into the or. The ethicon rep was called in and performed diagnostic testing on both pieces of equipment. Both had exhausted their "shelf-life." According to our investigation, the loaner had been delivered to our or by the ethicon representative the previous day. It was the understanding of the or staff that the ethicon devices are checked by the ethicon rep on a weekly basis to ensure that the device is functioning properly. According to the ethicon rep, the harmonic staple device has a shelf life of approximately 100 uses (give or take 2-4 uses). After approximately 100 uses the internal fail-safe mechanism causes the device to shut down. It has been our understanding that the ethicon rep would notify the or staff as to the number of uses remaining and advise when a new device is required.